Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/27/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please clarify, ¿ a single suture broke several times? --yes - if it becomes available in the future, please provide lot number. --received information as following from sales rep via phone today. The lot number is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a breast resection surgery on (B)(6) 2026 and suture was used. When using suture to suture the skin, the suture body was broken multiple times during the suture process, and the problem of pulling off suture needle happened during the last two stitches. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.